Event description:
Procedure type: lap inguinal hernia. According to the reporter: the balloon burst and leaked. No pt injury. Pt status fine. No add'l info available at this time.

Manufacturer narrative:
(B) (4). (B) (4).